Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Company representative reported via email that the customer rarely woke up with high blood glucose over 200 mg/dl. Customer had retinopathy, plague build up in legs and heart, and stints in legs and heart. Company representative reported that the insulin pump alarmed motor error alarms when the battery was low, when the battery was low, black lines appeared across the screen. Customer will not be returning the device for analysis.